Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call unexpected restart alarm, high blood glucose levels and hospitalization. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis and nausea. Customer advised they went to a barbecue and then woke up with diabetic ketoacidosis.